Event description:
Kiss zh, doig-beyaert k, eliasziw m, tsui j, haffenden a, suchowersky o. The canadian multicentre study of deep brain stimulation for cervical dystonia. Brain. 2007; 130(pt 11): 2879-2886. This article describes a study involving bilateral gpi deep brain stimulation in 10 pts with severe, chronic, medication-resistant cervical dystonia. A female with bilateral dbs was discovered to be suffering from significant depression after surgery (despite scoring within acceptable range on the beck depression inventory). After the depression was treated, she allowed the stimulator to be turned on, but her responses to stimulation were unusual and her dystonia worsened.

Manufacturer narrative:
This report is being submitted following an internal audit.